Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -12.00/4.0/089 (sphere/cylinder/axis) , implantable collamer lens into the patients right eye (od) on (B)(6) 2018. The lens was removed and replaced for a shorter length lens on (B)(6) 2018 due to excessive vault. This resolved the problem.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro centrifuge vial. There was clear surgical residue on product. Visual inspection found the haptic torn and residue on lens. (B)(4).